Event description:
User facility mandatory medwatch was received that stated the following: "pt was to receive bone marrow (stem cell rescue) about a week ago. The y-type blood tubing was primed with normal saline. No leak in the tubing was noted. The bone marrow bag was then unclamped for infusion. The nurse noted a leak from the tubing. The tubing right below the filter was clamped immediately. The pt's central line was also clamped. Blood in the filter was squeezed back into the bone marrow bag. The remaining blood below the filter was drained into a sterile bowl. New blood tubing was placed and intact. Upon further assessment of the original tubing, there was a slit or small hole half way between the filter and the end of the tubing." The customer contact reported a delay in critical therapy following a leak. The tubing set was being used to deliver an unspecified volume of stem cell rescue blood. The option-lok male adapter of the tubing set was connected to the pt's IV access site. It was reported the tubing set was primed with an unspecified volume of normal saline prior to the start of therapy. At an unspecified time, the delivery of stem cell rescue blood was started. After an unspecified length of time, it was reported that 100 ml of solution and blood leaked from a "slit or small hole halfway between the filter and the end of the tubing." It was reported the tubing between the filter and the pt's IV access site was clamped. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
User facility mandatory medwatch was received on (B)(4) 2012. The report number is (B)(4). The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.